Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message which resulted in a power failure. There was no patient injury reported as a result of this incident. MFR# 3004604967-2015-00249.